Manufacturer narrative:
H3: product analysis as found condition: the hyperform balloon and guidewire were both returned for analysis within a shipping box and inside sealed plastic biohazard pouch. Damage location details: no damaged found on the guidewire pusher. The guidewire distal coil section was found to be damaged (bent). No damages were found with the hyperform balloon catheter hub. The catheter body was found to be bent ~42.2cm from the hub. Upon examination, the balloon was found to be in good condition. No other anomalies were observed. Testing/analysis: during testing, the hyperform balloon was hydrated. An in-house mandrel was inserted into the balloon distal tip. The balloon was inflated with a 1ml syringe and held inflation without issue. No leaks, pinholes, or ruptures were observed. The balloon worked as intended. Conclusion: based on the device analysis and reported information, the customer¿s ¿balloon rupture¿ report could not be confirmed. No defect was found with the returned hyperform balloon. In addition, no leaks were able to be reproduced during testing. A possible cause for a leak could have occurred from using a damaged guidewire. The returned guidewire was found to have damage at the distal tip, which would be position at the balloons segment of the catheter. However, the root cause was determined. No damage was mentioned prior to used; therefore, all the damage occurred during the procedure. The patients vessel tortuosity was noted to be normal. The device was prepared as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the vessel tortuosity was normal. The device was prepared as indicated in the IFU (inspection ,hydration, etc.). The procedure was completed using another product. Leakage occurred during set up. The issue was discovered during in vitro testing. The cause of the leak was not determined. The balloon performed as intended during testing. The guidewire tip was advanced 7cm out of the catheter tip during the inflation. Balloon leak was at the tip. The physician did not shape the guidewire tip. The balloon was inflated and deflated 1 time. Injection rate was slow. A 1ml syringe was used.

Event description:
Medtronic received a report that a bot experiment was conducted, and liquid leakage occurred after the balloon was pre-inflated in vitro. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.